Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibit signs of repeated use and has one each of components disassembled / missing. The missing components were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the returned instrument was missing ball bearings. No known adverse event was reported. Attempts have been made and no further information has been provided.